Event description:
It was reported that the physician was dissatisfied with the longevity of the patient's device. The device remains in use. It was also noted that the left ventricular (lv) lead threshold had increased since implant. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and lead were not returned, however performance data was collected from the device and was analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2009.